Event description:
The external pulse generator was returned to the manufacturer for annual testing and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the lower case, two side bail covers, and ring cover were broken. The battery contacts were compressed and the battery drawer was contaminated. The ring was bent.